Event description:
(B)(4).

Manufacturer narrative:
On 11 september 2015 it was prepared a final report with the information already submitted in the initial report. On 07 october 2015 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(6) 2015 it was confirmed that the implant will not be available for analysis. On (B)(6) 2015 it was confirmed that no x-ray will be available.